Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed in the pod that would prevent it from operating as intended. Inspection of the download data found no abnormalities that would suggest there was an issue with insulin delivery. Therefore, no problem was found regarding the reported not sure delivering insulin event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. Specific blood glucose levels were not provided. Symptoms reported include hyperglycemia, shortness of breath, nausea, dehydration, sweat and sore throat. Treatment information was not provided by the patient. The patient was discharged after 4 days.